Manufacturer narrative:
(B)(4).

Event description:
It was initially reported when the patient leans back the stimulation doubles in intensity. It was noted if nothing is touching the patient's back stimulation is "fine." It was noted the patient had the same issue with stimulation doubling even when stimulation was decreased. Less than four weeks later it was reported that the cause of the event was "better contact with epidural space at different point." No abnormal impedances were noted. The lead was removed. The patient did not require hospitalization.

Manufacturer narrative:
Product ID neu_unknown_lead, explanted: (B)(6) 2013, product type lead; product ID neu_ ptm_prog, product type programmer, patient. (B)(4).